Event description:
It was reported to philips that the device makes a noise when charging.

Manufacturer narrative:
It was reported to philips that the device makes a noise when charging. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the noise issue. The device needs an ac power module and a battery pca. Upon conclusion of the evaluation, it was determined that the ac power module and a battery pca requires replacement. They were replaced. And the device passed testing.